Event description:
It was reported that during a rotator cuff repair surgery, while using the vapr s90 4.0mm w/integr hdp device, the plasma knife machine malfunctioned during the initial 3-minute hemostasis process. When the blade was removed from the patient's body and stimulated, sparks and burnt plastic skin appeared, causing the plasma blade to malfunction. It was promptly replaced with a new blade. It was reported that the patient has been discharged without any impact.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (u2409009), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5: additional event description received from the reporter: after investigation, the patient underwent arthroscopic rotator cuff repair surgery due to "rotator cuff tear" in the hospital on (B)(6) 2025. During use of the vapr s90 4.0mm w/integr hdp device, the blade malfunctioned (the specific situation was unknown), and sparks appeared when it was removed from the patient's body. The surgeon then replaced a new blade to continue the surgery. The subsequent surgery went smoothly. This event did not cause harm to the patient. The patient recovered well currently and was discharged. No subsequent adverse event report was received.